Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that on (B)(6) 2024, the patient entered the emergency department for acute heart failure. When using the ventilator, after setting the parameters, the tidal volume of the ventilator was abnormal. The ventilator was immediately changed for the patient to be rescued, but the delay in the rescue time will have a certain impact on the patient. Further information was requested regarding the case and information was received that there were no injuries as a result of the reported problem. Additional information was requested regarding the case and the good faith effort (gfe) response received indicated that there were no actual problems with the equipment. There was a parameter setting problem. The hospital equipment department adjusted the parameters, and the equipment returned to normal use.